Manufacturer narrative:
The inulin pump was received with blank display due to moisture damage at electronic assembly. The inulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery tube compartment and missing display window cover.

Event description:
The customer reported via phone call that the insulin pump got wet and was beeping. Blood glucose level at the time of the incident was not provided. Customer stated they received a sudden vibration followed by a blank display immediately after the insulin pump's exposure to fluid/moisture. The insulin pump was returned for analysis.